Event description:
A medtronic representative reported that the tera-tracker instrument had a stripped screw. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the attachment screw head is slightly rounded out making it difficult to attach or release the tracker. Overall, the tracker is well worn with manky nicks and scratches and rounded edges. However, with markers attached and fully seated, the tracker returns good geometry error. The reported event was confirmed to be caused by physical damage to the attachment screw.as previously reported, a replacement device was shipped to site to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site 05/07/2015 for issue resolution. After the tracker was replaced a medtronic representative performed a navigation system check-out, testing the navigation system software and hardware, all areas passed. No parts have been received by the manufacturer for analysis.